Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient brought in for MRI and representative noticed potential issues with lv lead. Possible oversensing on lv lead from ap events were seen. Patient had a few dizzy spells not during device testing. Recommended to run further lead testing or get xray to see lv lead positioning. Lead remains actively implanted. Should additional information become available, this file will be updated.